Event description:
It was reported to st. Jude medical that the device was explanted due to a set screw problem that occurred when the device was being checked for storing egm's with noise. The set screw backed out completely and technical services recommended explant since it could lead to potential problems.